Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed therapy with a homechoice device (hc) passed away due to cardiac arrest. The pt was admitted to the hospital prior to death for an unrelated indication. On an unknown date during hospitalization, pd therapy was discontinued and hemodialysis was started. Two days after admission to the hospital, the pt passed away. It was unknown if an autopsy was performed. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). Upon evaluation by the baxter product analysis laboratory (pal). A review of the event history log revealed no failure, malfunction or iipv events that could have caused or contributed to the reported problem. The device passed the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. An internal and external inspection was performed and found no issues. An evaluation of the device pneumatic system revealed no leak and all pressures were correct & stable. The device passed seal, purge & wet disposable integrity tests. A short simulated therapy was performed successfully. Review of the device service history revealed no issues that could have caused or contributed to the home patient passing away. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received; however evaluation has not yet begun. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon further investigation, the home choice device was evaluated by baxter product analysis laboratory (pal). The investigation revealed that no failure, iipv (increase intraperitoneal volume) events or malfunction was identified that could have caused or contributed to the reported event of death, therefore the homechoice pro is no longer considered suspect product in this event.